Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a quantum maverick balloon catheter. The balloon is loosely folded with blood in the balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The hypotube is completely separated 51.1cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks along the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The taget lesion was located in the left anterior descending artery. After stent implantation, a 2.5mm x 12mm quantum maverick balloon catheter was advanced for post-dilation. However, during procedure, it was noted that the shaft was fractured 30-40cm from the hub. The device was removed from the patient without intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After stent implantation, a 2.5mm x 12mm quantum maverick balloon catheter was advanced for post-dilation. However, during procedure, it was noted that the shaft was fractured 30-40cm from the hub. The device was removed from the patient without intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.